Event description:
Left knee effusion. Info was received from pt with a history of osteoarthritis of both knees, diabetes, depression, atrial fibrillation, back problems, gastritis and allergies. The pt has no known allergies to chicken products. The pt received their first series of synvic injections to the left knee approx two years ago. After the third injection, the physician drained fluid from the pt's knee. The pt was treated with an injection of hydrocortisone (dose unk) and experienced pain relief for one and a half years. At the time of this report, the pt has recovered. Refer to synv-13439 for other adverse events experienced by this pt. Qa eval results: the review of synvisc product release data for both the us and canada facilities did not indicate trends that could be associated to any product complaints.